Manufacturer narrative:
Additional information: a4, b5 (applicator), d1, d4 (catalog #, serial #, UDI), h4.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper, mid, lower abdomen and back on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators and developed a recurrence of paradoxical hyperplasia (ph). Patient previously had corrective liposuction surgery to the abdomen and back due to ph after coolsculpting.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 3/28/2024. Corrected data: a6 b7 h6 h10. Clarification to b3 - date of event: "3 months" after treatment was reported.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the full abdomen and back on (B)(6) 2021 using the cooladvantage coolcurve and cooladvantage coolcurve+ applicators who later developed a recurrence of paradoxical hyperplasia (ph). Patient previously had corrective liposuction surgery to the abdomen and back due to ph after coolsculpting.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper, mid, lower abdomen and back on (B)(6) 2021 and developed a recurrence of paradoxical hyperplasia (ph). Patient previously had corrective liposuction surgery to the abdomen and back due to ph after coolsculpting.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.